Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, swelling, inflammation, dislocations, and difficulty ambulating. Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient was unable to perform and enjoy regular activities and had a revision surgery on (B)(6) 2014. Medical records and MRI report note a fluid collection in the left hip that was more like pseudobursa and not a pseudotumor. Pseudotumor will not be reported at this time. There was no revision surgical report within medical records reviewed at this time, but follow-up appointment reports confirm patient was revised. Medical records also reported groin pain. Update ad 10 aug 2018: receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges elevated metal ions, pseudotumor, metal wear and metallosis. Added stem due to alleged elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Updated code for metallosis.